Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed tank harness. During calibration we reproduced error 43. Replaced the tank harness. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device needs calibration - stopped at calibration twice with fault 43 (water temperature 1 off of conversion chart table at 1 degree celsius). Per follow up information received on 03oct2023, device will be sent to task management for repair. Device has not been serviced yet. No patient was involved, found during a scheduled maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed tank harness. The device was evaluated upon receipt and during calibration we reproduced error 43. Replaced the tank harness and performed a calibration. Performed an electrical safety test. This device meets all criteria. The device history record review was not required as event was not an out of box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device needs calibration - stopped at calibration twice with fault 43 ((water temperature 1 off of conversion chart table at 1 degree celsius).